Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had endocarditis. There were no additional adverse patient effects reported. The crt-p remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had endocarditis. There were no additional adverse patient effects reported. The crt-p remains in service.